Manufacturer narrative:
A service technician visited the reporting facility and replaced the ca++ electrode. Instrument was operating within spec when electrode was changed.

Event description:
Customer reported a low calcium result on a pt. Pt was treated based on the result. Same sample retested on another blood gas analyzer was within normal limits. No injury to pt was reported.